Manufacturer narrative:
Patient information was unavailable. A manufacturer representative went to the site to test the equipment. While verifying the fluoro function, it was found that the system was locked up. It looked like a filter was in the x-ray beam. Both image reverse button lights were lit on the pendant, and the kvp seemed higher than it should be. The system was rebooted, and then all was normal. Further investigation found that there was an error being produced by the generator. The low voltage power supply was adjusted from 4.85 volts to 5.15 volts. The imaging system then passed the system checkout, was found to be fully functional, and was returned to use. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the fluoro imaging from the system was very dark. This issue was observed intra/perioperatively. The system¿s images transferred to the mobile view station (mvs) as very dark images. It was noted that the auto brightness was not check marked on. Additionally, the kv and ma were lower than normal start up settings. There was no delay due to this issue, and there was no impact on patient outcome.